Event description:
Related manufacturer report number: 2017865-2023-36258, 2017865-2023-36259. It was reported during in clinic follow up that the pacemaker pocket became infected following hematoma and the device was found to be eroding through the skin. The pacemaker and both the atrial and right ventricular leads were explanted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The lead was received following explant, visual examination found no anomalies.